Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). An unknown surgery was performed in which a new preconnected cylinder and pump system was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.